Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h4, h6 the device was returned to olympus and the customer's reported issue of no image was confirmed. The display turns white with no image visible. Based on the results of the investigation, the reported issue occurred due to damage on objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no image, found during installation. There were no reports of patient involvement.